Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an hypoglycemic event. The patient's physician reported the patient's cgm values had been reading 4-5 mmol/l during the entire night and the following morning. The father noticed that something was off around 10:00am and checked her bg reading which was approximately 2.8 mmol/l. The patient became groggy and dazed and she was rushed to the hospital where she was treated with glucose. She was discharged the same day and was ok at the time of the report. The reported allegation falls within the "c" zone of the parkes error grid. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional patient or event information is available.